Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for reported malfunction. The fse found that the pressure cable is defective and replaced it. The unit was returned to the customer in good working condition.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use , the cs100 intra-aortic balloon pump (iabp) is not detecting pressure and there is no pressure waveform display. Found that pressure cable is defective and replacement. Customer had another standby pressure cable which they have used. There was no patient involvement reported.